Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inquiry regarding this devices telemetry drop out during induction was requested. Boston scientific technical services (ts) reviewed the data and noted there was difficulty with telemetry post induction but this was not a device issue but rather a programmer wand issue or placement. The issue was resolved and the system was implanted. No adverse patient effects were reported.